Event description:
It was reported to manufacturing by the distributor via the facility. Per the facility the resident was put in the sling and the sling was attached to the lift, they had just started to do the transfer when the lift broke, they heard a snap and the cradle to the scale broke causing the resident to fall back on the bed and the lift cradle fell onto her resulting in the injury. The facility and doctor assessed the resident and she was complaining of pain in the chest, shoulder and the knees, the resident rated her pain on a scale from 1 to 10 as an 8. The distributor issued and ra to have the scale and cradle returned, however, they changed their mind and legal council was retained, they will not release the components in question.

Manufacturer narrative:
Investigation: telephone conferences continuing, testing continuing to duplicate the failure mode. (B)(6) doing a recall of all units in the field.